Event description:
It was reported that a large volume infusor underinfused during infusion. After 96 hours of infusion, it was observed that the unspecified medication remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. Additional information/correction: d4 lot number, d4 expiration date, d4 UDI. H4: the lot was manufactured between june 19-20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.